Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was observed to be at elective replacement indicator (eri) level. The physician suspected premature battery depletion. The issue was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The field complaint of premature battery depletion was not confirmed. The device was received in normal working conditions with battery voltage reaching eri level as the analysis started. Evidence from the device image show there was a false eri triggered consistent with the device being in auto-capture and high output mode but the device remained above eri level throughout the implanted period. Electrical tests performed, including battery assessment at various amplitudes did not find any anomaly. Total projected longevity based on field settings is 13.65 years; implant duration was 10.8 years which exceeded 75% of projected longevity and it is considered normal battery depletion.